Event description:
It was reported that on (B)(6) 2003 a monarc subfascial hammock was implanted to treat the plaintiff¿s pelvic organ prolapse and stress urinary incontinence. It was alleged by the plaintiff¿s attorney that, after and as a result of the implanted product the plaintiff has suffered severe and permanent bodily injuries, significant mental and physical pain and suffering, and has had ¿extensive medical treatment, including, but not limited to, operations to locate and remove mesh, to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia.¿ it was also alleged that, as a result of having the products implanted in her, the plaintiff has sustained permanent injury, has undergone medical treatment and has suffered other damages.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.